Event description:
The user had a continuous infection (otitis media) for about 6 months which was treated with antibiotics. The infection was located in the middle ear cleft and the eac. The device has been explanted.

Manufacturer narrative:
Additional information: the concerned device was explanted due to ossification of cochlea and presence of granulations. Based on the information received, the user presented with persistent suppurative otitis media and externa, almost 10 years after implantation. Chronic otitis media might lead both to granulation tissue formation and cochlea inflammation, finally resulting in fibrosis and ossification, as it has been observed in the present case. The reported electrode extrusion in the eac was likely due to the above-mentioned cochlea inflammation combined with the reported breakdown of the eac wall. Erosion of the eac wall has likely occurred as a result of the persistent otitis externa and media. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Furthermore, no allegation was made against the device. The concerned device has not been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a continuous infection (otitis media) for about 6 months which was treated with antibiotics. The infection was located in the middle ear cleft and the eac. The device has been explanted.